Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# va01wbl, implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A consumer reported via a manufacturer representative loss of coverage, a loss of stimulation about a month ago, and no accidents or falls. The representative noted all electrodes were out of range except 4, 13, 14, and 15. The consumer was reprogrammed and the representative was able to get left-sided coverage with the available electrodes. The consumer would discus with managing physician about the best way to proceed. Additional information from the representative reported the consumer would be referred to a surgeon for a lead replacement. Follow-up was being conducted to determine cause, steps taken, and resolution of the reported issue. If received, this event will be updated. Indication for use included spinal pain and chronic low back pain.

Manufacturer narrative:
Other applicable components are: product ID: 3487a-56, lot# va01wbl, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Analysis results for lead (B)(4) indicated a reliability non-conformance, all conductors broken at the injex anchor site, 13.9cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.